Manufacturer narrative:
Zimmer biomet complaint number: (B)(4). Patient identifier unknown / not provided. Age and date of birth unknown / not provided. Patient sex unknown / not provided. Weight unknown / not provided. Date of event unknown / not provided. Lot number unknown / not provided. Last/given name unknown / not provided. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the abutment and crown came off and the screw had separated with a portion still inside the implant. The screw portion was removed. Patient will need to return for abutment and crown placement. Doctor stated that the patient has a history of bruxing and had tissue overgrowth on the site. Trimmed tissue and placed a healing abutment.

Event description:
No additional event information received at the time of this report.

Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. One scr replace friction-fit gold & ti abut int hex, mhlas was not returned for investigation. Therefore, visual inspection could not be performed. The investigation was performed using applicable instructions for use and risk files to address reported event. Based on the evaluation, device malfunction could not be verified. However, there is no existing nonconformance/CAPA/hhe/d/ie/product holds against the reported devices that could cause or contribute to the reported event. Monthly post market trending review identified no adverse trends or corrective actions for the reported events or device. Zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. Therefore, based on the available information, the products were within specifications and conforming when they left zimmer biomet. DHR review could not be performed for the mhlas since the lot number was not available. Zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. A complaint history review by item number was performed for the mhlas, for similar events and revealed no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported product. The reported event is related to the functional performance of the device and cannot be recreated due to the nature of the alleged event. A definitive root cause could not be identified. Based on the investigation and risk file review, the most likely cause is excessive loading on abutment/implant assembly, abutment over-prepped, incorrect assembly of the abutment to the implant (for example, abutment not seated properly, screw not tightened to recommended torque) user error, inadequate instructions for use and improper patient selection. No further investigation or immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.